Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled, exposing pulse wires within the distribution node. The cause of the test failure is a short inside the distribution node (dn). The cause of the short is the exposed pulse wires. The root cause of the exposed pulse wires is excessive force placed on the trunk cable. There is no evidence to suggest that the damage caused or contributed to the patient's death. The electrode belt was able to properly acquire an ECG signal while in use in the field. In addition, the patient's download data indicates that the patient was in bradycardia when the lifevest was shutdown, which is considered a non-treatable rhythm. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt failed incoming hi-pot testing.